Manufacturer narrative:
The investigation is ongoing. Once additional information is obtained a supplemental report will be issued.

Event description:
Lenstec received an email stating "iol was curled - dislocated."